Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 18b026, 18c064, 18d049, 18g035, 18h022, and 18h025. Eight single use devices were received for evaluation. Four of the devices were received with a non-baxter red winged luer cap. Visual inspection revealed fluid inside the bag that contained the devices. For three of the devices received with the red luer cap, the cause of the leak was found to be an untightened red luer cap. A functional leak test was performed by filling the devices and manually tightening the red luer caps. During filling and the next day, no signs of a leak were observed. The reported condition was not verified for the first three devices. For the fourth device received with the red luer cap, a functional leak test was performed by filling the device with water and manually tightening the red winged luer cap. After tightening the red winged luer cap, a leak was observed from the cap. Further inspection revealed that there was a hole in the non-baxter red cap. The cause of the leak was determined to be the hole in the red cap. The fourth device was found to be conforming product. The fifth and sixth devices were received with fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the fifth and sixth devices. For the seventh device, visual inspection noted no fluid in the bladder. Functional leak testing was performed by filling the bladder with water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified for the seventh device. For the eighth device, visual inspection noted fluid in the bladder. Visual evidence of leak/backflow at the fillport when the fill port cap was removed as also noted. Further inspection of the device revealed that the cause of the leak was a particle lodged under the device check band. The particle was identified to be acrylic material via ftir spectroscopy test, which is the material of the device stress member. The reported condition was verified. The cause of the particle lodged under the check band was undetermined. A batch review was conducted for lot numbers 18b026, 18c064, 18d049, 18g035, 18h022, and 18h025 and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 16 </noe> malfunction events. It was reported that sixteen small volume folfusors leaked. Ten of the devices were leaking from unspecified locations, five devices were leaking from the fill port, and one device was leaking from the luer lock. Of the sixteen events, nine did not involve a patient, and seven involved a patient with no patient consequences. No additional information is available.